Event description:
It was reported that pt presented in the emergency room after feeling light headed. It was observed that the lead exhibited intermittent undersensing on the ventricular channel. There was variation in the r wave amplitude causing several events to the undersensed, this caused the device to inappropriately return to sinus and abort the high voltage therapy. Reprogramming was recommended.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.